Event description:
Additional information received from a representative. It was reported that the cause of the issue was unknown; they assumed that when they were originally implanted, the screw in the implantable neurostimulator (ins) squished the lead and made it too wide to come out. The healthcare provider had to abort the case; they cut the lead and removed the ins. The patient's ins replacement was scheduled for (B)(6) 2021. The device was not available for analysis.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(6). Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 09-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the manufacturer representative (rep) and healthcare provider (hcp) were in the process of implant replacement, however, the lead is stuck and appears to be frayed near ins. Rep confirmed the setscrew is out. Technical services(ts) recommend a twisting motion while pulling the lead out to see if that might work. The rep later confirmed that they were unable to remove the lead from the battery. The hcp had to cut lead and close up patient. The patient will be coming back for lead revision and ins replacement at a later date.